Event description:
The customer reported that the spare lamp turned on while the xenon lamp had one week of use during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the spare lamp turning on while the xenon lamp had one week of use was due to the use of a non-olympus lamp. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was partially confirmed. The non-olympus lamp was identified, however, the spare lamp turning on was not found. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.